Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of stroke and thrombosis are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. The product was deployed in patient's body.

Event description:
It was reported that five days post a stent assisted coil embolization of a left parasellar aneurysm, a cerebral infarction occurred at the left corona radiata. The patient experienced one-sided paralysis. The patient was administered argatroban 60mg/day and the edaravone 60mg/day, duration unknown. Thrombus was also noted five days post procedure. The patient did not have any symptoms at her one month check up.